Event description:
The contact stated the customer's meter was reading 125 mg/dl higher than another brand meter. No actual values were provided, but the difference could fall in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The meter and test strips are to be returned for evaluation, and replacement products will be sent.

Manufacturer narrative:
Autodisc 50 test strips lot #1a3193aa also to be returned.